Manufacturer narrative:
Insulin pump passed displacement test. However, unit alarmed motor error during basic occlusion test due to faulty fsr (gold). Unable to perform occlusion test, prime or a33 test, excessive no delivery test or verify a33 alarms due to motor error alarms. The motor was tested outside the device and passed.

Event description:
The customer reported via phone call that the insulin pump had a motor error. The customer¿s blood glucose level was unknown at the time of the incident. The drive support cap was normal. The customer was able to successfully clear the alarm. The customer was able to complete insulin pump rewind. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.